Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine, post-implant follow-up the signal amplitude had decreased. The threshold and lead impedance were stable. The physician repositioned the lead with good signal amplitude. The patient condition was good.